Event description:
The initial reporter stated that after they primed the set and started the infusion, they saw an air bubble move from the filter to the tubing. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that after they primed the set and started the infusion, they saw an air bubble move from the filter to the tubing. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint.